Event description:
It was reported the distal loop wire of this polypectomy snare detached and became embedded in the polyp during a polypectomy procedure of a rectal polyp. Another snare was advanced to facilitate removal of the detached loop and polyp without further incident. Due to the results of the tissue sample, the pt underwent a colonic resection. Follow up indicated this additional procedure was the result of the pt's underlying disease and not a result of the detached snare loop. The pt's current condition was reported to be satisfactory. The device has not been destroyed by the user facility. Therefore, a failure analysis is not available. Without evaluating the device, co is unable to determine the exact cause for this event at this time. However, since the mfg of this device, co has implemented a 100% in-process pull test during loop assembly which should eliminate this malfunction in the future.